Event description:
The port was placed via the right subclavian vein. When blood could not be aspirated from the port, an x-ray was taken, which showed the catheter had broken off at the port stem and embolized. The fragment was snared out by interventional radiology on 7/29/97. The port was removed and replaced on 8/19/97.